Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: does not complete cycle and just counts to 0.0. Failure device type: failure problem type: failure mode: case resolution: discussed possible causes since 2 batteries did the same. He was going to check the discharge resistor and "battery status for anomalies. If nothing apparent was going to send it in. Ref: (B)(4).